Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge. Blood glucose was 250 mg/dl. Reportedly, the cartridge has been in use for more than 3 days. Customer was able to load a new cartridge to address the issue.